Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer getting good coverage. High impendances were noted on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted device was discarded.